Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
A bhr head (74121142, 68110 027) and bhr cup (74120148, 76889 007) were received for investigation following right hip revision reportedly due to pain. Review of the manufacturing records revealed that all the released devices involved met manufacturing specifications at the time of production. No supporting medical documents were received for this complaint so a full medical investigation cannot be carried out. Visual inspection was carried out on the returned devices. Scratches and dents were noted on the bearing surface of the bhr cup. A wear patch and damage to the bearing surface was noted for the bhr head. Maximum linear wear for the bhr head was 17.0um. On the bhr cup it was 14.0um, for a combined head & cup maximum wear of 31.0um. Based on historic wear data, after 8.0 years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.